Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown zimmer femoral, catalog #: unk, lot #: unk. Customer has indicated product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation is completed, a follow-up report will be filed. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-06778, 0001822565-2018-06679. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in patient.

Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently, patient is experiencing a clicking noise.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard cr ilok femoral, catalog #: 183006, lot #: j6306796. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the event and determined to be not reportable. The initial report was submitted in error and needs to be voided.

Event description:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the event.